Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword "sparks" present in complaint. The product was returned for evaluation, however, subsequent testing could not verify the complaint. No visual problem was observed with the power adaptors and electrical cord. The concentrator was plugged/unplugged into various a/c power outlets with no sparks or other abnormality noted. The concentrator was then started and let run. The device performed to specification with no discrepancies observed. The most likely underlying cause of the complaint issue was a faulty electrical outlet at the point of use.

Event description:
The unit allegedly sparks when unplugging or plugging the unit into the wall. No injury is alleged.